Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a glucose precision readings issue with the adc glucose meter where they obtained readings of 430 mg/dl and 32 mg/dl within 10 minutes. The customer experienced symptoms described as "fading, blurred eyesight, eating anxiety," loss of consciousness, and was treated with glucose injection by a third-party. The results were plotted in a parkes error calculator and fell into the ¿c¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.